Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service.